Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint. And completed the device evaluation. Failure analysis investigation replicated and confirmed, the reported complaint. The instrument was found to have a dislodged blade. Visual inspection showed, that the blade was exposed outside of the blade garage 0.078. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The instrument passed the knife slot test. A review of remotefe log showed 1 number of blade exposed failure. And the instrument was found to have failed the engagement test. Additional observation not reported by site, that is related to the primary failure was that the instrument failed the self-test homing, during in-house testing. This failure was caused by the dislodged blade failure of the instrument. After manually retracting the blade, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, passed the self-test homing, moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported by site, that is not related to the primary failure was that the instrument was found to have scratch marks/abrasions to the grip tips. This type of failure is commonly associated with mishandling/misuse. The instrument was found to have a dislodged ceramic dot of the grip tips. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure. The vessel sealer extend instrument blade did not want to return to the housing. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.